Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/02/2015 and discovered a leak from a hole in black stripe tubing at the triple pinch valve pv49. The fse replaced the tubing through pv49 resolving the reported leak. (B)(4).

Event description:
The customer reported approximately 2ml of cleaner had leaked from a coulter hmx hematology analyzer with autoloader during shutdown; the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.